Event description:
It was reported that the patient developed an infection in which caused itchiness and fluid discharge at the pocket and lead site. The patient was provided with antibiotics. It was also noted that in the physicians opinion the infection was neither device nor procedure related. The patient underwent a spinal cord stimulator (scs) explant procedure , was doing well postoperatively and the explanted devices were disposed by the facility. Culture was taken but no information was divulged as to the result.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-lead fixation-MRI. Upn: m365sc43190. Model: sc-4319. Batch: 36765814. UDI: (B)(4).

Manufacturer narrative:
Model number/catalog number: sc-1216/ sc-2408-56/ sc-4319 serial number: (B)(6) batch/lot number: 791383/ 7088243/ 7089177/ 36765814. Investigation results the device was not returned for analysis; therefore, a technical analysis could not be performed. (Good faith effort attempts were made to try and retrieve the device; however response was not received.) Device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient developed an infection in which caused itchiness and fluid discharge at the pocket and lead site. The patient was provided with antibiotics. It was also noted that in the physicians opinion the infection was neither device nor procedure related. The patient underwent a spinal cord stimulator (scs) explant procedure , was doing well postoperatively and the explanted devices were disposed by the facility.